Manufacturer narrative:
H2: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000874 , serial/lot #: rev. 1 : s/n (B)(6) product ID: bi71000168 , serial/lot #: rev. 2 : s/n (B)(6) h3: a representative went to the site to preform a system check out. It was noted that the 2d long film collimator would not initialize during upgrade. They installed a new 2d long film collimator and completed installation of 2d long film feature. System passed all testing. Collimator has returned, but analysis has not been conducted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the collimator 2d long film was returned to the manufacturer for analysis. During an upgrade, the 2d long film collimator would not initialize. There was a stepper motor failure and a collimation homing failure, which was confirmed. The collimator was also returned to the manufacturer for analysis and no failure was found. The collimator passed bench testing and the system initialized. Both 2d and 3d imaging were successful. H6: conclusion code 4307 and results code 120 apply to the collimator 2d long film. Conclusion code 67 and results code 213 apply to the collimator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000874, serial/lot #: rev. 1 : (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of a procedure. It was reported that while preforming an update, the representative was able to install software, but the collimator failed. There was no patient present.